Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. There was a drop in the estimated battery longevity from 6.5 years to 3.5 years over the course of 1 year. Data analysis was performed, and boston scientific technical services indicated that the device is exhibiting premature depletion. Recommendations to replace this device due to the anomaly. No adverse patient effects were reported. This device remains in-service. Multiple attempts were made to obtain information regarding if there is a plan to schedule a revision procedure but unfortunately there is no further information available.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. There was a drop in the estimated battery longevity from 6.5 years to 3.5 years over the course of 1 year. Data analysis was performed, and boston scientific technical services indicated that the device is exhibiting premature depletion. Recommendations to replace this device due to the anomaly. No adverse patient effects were reported. This device remains in-service. Multiple attempts were made to obtain information regarding if there is a plan to schedule a revision procedure but unfortunately there is no further information available. New information received indicates that this device was explanted as it was received for technical analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. There was a drop in the estimated battery longevity from 6.5 years to 3.5 years over the course of 1 year. Data analysis was performed, and boston scientific technical services indicated that the device is exhibiting premature depletion. Recommendations to replace this device due to the anomaly. No adverse patient effects were reported. This device remains in-service. Multiple attempts were made to obtain information regarding if there is a plan to schedule a revision procedure but unfortunately there is no further information available. New information received indicates that this device was explanted as it was received for technical analysis.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. There was a drop in the estimated battery longevity from 6.5 years to 3.5 years over the course of 1 year. Data analysis was performed, and boston scientific technical services indicated that the device is exhibiting premature depletion. Recommendations to replace this device due to the anomaly. No adverse patient effects were reported. This device remains in-service.